Event description:
It was reported that two years, four months, and twenty-three days post port placement via the left internal jugular vein, the catheter was allegedly found to be broken upon x-ray examination. It was further reported that the distal catheter segment was removed percutaneously, and the port body will be removed in later days. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, four months, and twenty-three days post port placement via the left internal jugular vein, the catheter was allegedly found to be broken upon x-ray examination. It was further reported that the distal catheter segment was removed percutaneously, and the port body will be removed in later days. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile, functional evaluations were performed. Kinks were noted throughout the attached catheter. A complete circumferential break was noted on the distal end of the attached catheter and on the proximal end of the distal catheter segment. The edges of the complete circumferential breaks on the catheter were noted to be uneven. The surface of the breaks were noted to be granular in one region and round and smooth on the other region. A small longitudinal splits were noted on the border of both regions of both the breaks. Therefore the investigation is confirmed for the reported fracture, material separation and the identified naturally worn and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that two years, four months, and twenty-three days post port placement via the left internal jugular vein, the catheter was allegedly found to be broken upon x-ray examination. It was further reported that the distal catheter segment was removed percutaneously, and the port body will be removed in later days. There was no reported patient injury.